Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and withdrawal symptoms after undergoing a cat scan. The clinician programmer and keypad programmer displayed error messages when inquiring the pump. Troubleshooting was performed, but was unsuccessful in clearing the error messages.